Manufacturer narrative:
(B)(4) . (B)(6) . Manufacture date: january 7, 2017 ¿ january 9, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a small volume folfusor after filling with 5fu and 3ml of nacl for priming. The total fill volume was 98 ml. There was no patient involvement. No additional information is available